Event description:
Infusing 5% albumin 500ml. Noted blood on floor. The one link cap came off of one of the ports of the triple lumen line. Estimated blood loss 20ml. Albumin would not flow with the one link cap attached to the line.this facility has had multiple similar events with this device. Fluids given via IV drip, IV pump, and IV push are able to be given without the one-link device attached. Line patency is verified. When the one-link is in place on the same lines, the drip, pump, push will not go in as intended.